Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 4:1 ratio cutter, serial number (B)(4), to zimmer (B)(4) for evaluation. Zimmer biomet surgical/zimmer (B)(4) has previously repaired/evaluated skin graft mesher one time as documented in the repair reports in livelink. The last repair was december 23, 2010 where it was reported that there appears to be a problem with the ratchet handle and the roller, worn side plates, and worn bushings were replaced and the ratchet was repaired. This is not a related issue. The skin graft mesher was manufactured on october 7, 1998, and is over 17 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by zimmer (B)(4) on may 10, 2016 revealed that the comb was bent and the cutters were unable to roll smoothly. The bottom roller was also worn. The 4:1 ratio cutter would not roll due to the end bearings seizing. It was tested and found to put the mesher under abnormal stress due to the increased load. The test failed and the cutter should be replaced and not used or damage to the mesher will occur in the future. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on june 17, 2016 revealed nicks and scratches to the mesher handle. The side plates and carrier guide had nicks and were very worn. The latching pins engage as intended. The right side of the comb was slightly bent. There was wear to the roller gear and galling to the roller shaft extension. The ratchet was bound up and would not ratchet. The test mesh was unable to be performed due to the nature of the ratchet and comb. The 4:1 ratio cutter was not returned to zimmer biomet surgical. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 23, 2016 which included replacement of the roller, worn side plates, damaged comb, ratchet gear, pin and spring. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection by zimmer (B)(4) it was noted that the 4:1 ratio cutter would not roll due to the end bearings seizing. It was tested and found to put the mesher under abnormal stress due to the increased load. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the end bearings on the 4:1 ratio cutter seizing. During the initial inspection by zimmer (B)(4) it was noted that when the device was tested the mesher was put under abnormal stress due to this increased load. The test was failed and the service technician suggested that the cutter should be replaced and not used or subsequent damage to the mesher could occur. Skin graft mesher was repaired tested and returned to the customer.

Event description:
It was reported that the board would not progress through the mesher during surgery as it was very stiff. Initial inspection of the returned mesher revealed the comb was bent. No patient involvement. No adverse events have been reported as a result of the malfunction.